Manufacturer narrative:
(B)(4). Date sent: 10/26/2020. D4: batch # u5c51c. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were staples present. Attempts to fire the device upon installation of test battery were unsuccessful. Upon disassembly, the traces on the flex circuit were found to be broken, which caused the device to not function as intended. No conclusion could be reached on what caused the flex circuit damaged noted during the visual inspection. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Only event year known: 2020. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the cdh29p was ready to fire in the patient. The led screen was lit up, the trocar was connected and dialed down. The doctor removed the safety and held down to fire and nothing happened. They removed the battery and inserted a new battery into the device to try and fire again, nothing happened. They had to remove the entire device and open a new cdh29p. The second device worked successfully. No patient complications.